Event description:
Reporter called regarding equate bandages. Reporter put band-aid on her daughter on (B)(6) 2024, the next day (B)(6) 2024 her daughter woke up with skin irritation and redness. She took her daughter to a pediatric urgent care when the doctor stated she suffered from a chemical burn. The doctor prescribed burn cream and antibiotics. No model, serial or lot number was not provided.